Manufacturer narrative:
Product event summary: during analysis the programmer head tested out of specification on the uplink amplitude test and further evaluation verified that it was due to the cable. The programmer head was sent on for repair and restock. (B)(4).

Event description:
It was reported that the radiofrequency programmer head returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement